Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of an aneurysm for carotid cavernous fistula (ccf), a 1.5mm x 4cm galaxy g3 mini coil ( glm915040 l15437) was being used as the twentieth coil. The delivery wire was advanced; however, the stopper part was damaged, and the complaint coil was not able to be used. It was replaced with another coil and the procedure was completed. There was no report of patient injury. No additional information is available. One non-sterile unit galaxy g3 mini 1.5mm x 4cm was received inside of a pouch. The received device was visually inspected, and the introducer was found damaged and partially zipped. The re-sheathing tool was found broken in two. Then a microscopic inspection was performed, the embolic coil was found kinked, no other damages were observed. Also, the marker band was found at 39cm from distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l15437 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil introducer - damaged¿ was confirm. The introducer was found damaged and the re-sheathing tool was found broken in two. The damaged condition noted on the introducer and the re-sheathing appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the device history record review nor the product analysis suggest that the reported failure could be related to the manufacturing process of the unit. Per the instructions for use (IFU), visually examine the coil system for any anomalies such as kinks, burrs, stretched coil, striations, or other damages. If any anomalies are noted or if there is difficulty advancing the coil system from the introducer sheath, the unit may be defective. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization of an aneurysm for carotid cavernous fistula (ccf), a 1.5mm x 4cm galaxy g3 mini coil (glm915040 l15437) was being used as the twentieth coil. The delivery wire was advanced; however, the stopper part was damaged, and the complaint coil was not able to be used. It was replaced with another coil and the procedure was completed. There was no report of patient injury. No additional information is available. Based on the analysis of the device received, the embolic coil was found kinked.